Event description:
It was reported that upon opening the pcb00 intraocular lens (iol) package, iol was found broken (not loaded). There is no patient involvement. No further information available.

Manufacturer narrative:
Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Initial reporter telephone number: (B)(6). Initial reporter street address: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Additional info: date returned to manufacturer: 06 may 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of a shipping box. Visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of it's cartridge and with the plunger rod overriding the lens. The handpiece was disassembled and the assembly was inspected; no assembly issues were identified. The lens was removed from the cartridge and cleaned; the iol was torn and damaged in a way consistent with a lens advanced with excessive force. No further issues were identified. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Corrected data: additional information was received with the product return. Patient sticker was provided stating date of surgery was 3/29/2022. Therefore, this filing is to correct section b3. Section b3: date of event: 3/29/2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.